Manufacturer narrative:
A steris service technician arrived at the facility following the reported event and inspected the system 1e processor. The technician was informed that following a completed processing cycle, the unit's seal deflated causing water to escape past the system 1e lid and onto the floor. The technician ran a test cycle and found the unit was indicating a "fill time <0.9 minutes" alarm. The technician's inspection of the system 1e float block assembly found it was full of water resulting in the reported alarm. The technician manually drained the unit's float block assembly, tested the unit, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported water leaked from their system 1e processor onto the floor. No injury, procedure delay, or cancellation was reported. The water was quickly contained and cleaned by facility personnel.